Event description:
It was reported that a spinal leak near the spinal incision was noticed over the weekend prior to the report. It was suspected that a catheter fracture occurred near the anchor. The patient was scheduled for a catheter surgery. It was unknown if the patient had any trauma or falls. The device system was used to deliver bupivicaine and dilaudid, both at 20mg/ml at 1.858mg/day. It was later reported that the catheter was replaced. It had pulled completely out of the intrathecal space. The anchor was connected to the catheter and secured to fascia. The patient had been experiencing ¿very tough bowel movements¿ and the healthcare provider (hcp) believed the pressure built up and could have caused the catheter retract. It was reported that the patient was ¿recovering nicely¿.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 85 90-1, lot# n299297, implanted: (B)(6) 2011. Product type: accessory: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).